Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. Despite replacing the pump, the alarm persisted. The balloon had been placed in the axillary position and had required multiple catheter repositionings over the past several days. There was no harm or injury reported to the patient.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 ,h6 ( type of investigation ,investigation findings ,investigation conclusions ). It was reported by the customer through a direct call through the emergency support line that the cardiosave intra aortic balloon pump (iabp) had autofill failure alarm during use. The customer reported that the alarm continued to alarm despite changing the iabp and wanted to know if there was anything else they could do to resolve the alarm. The customer reported that the balloon was placed axillary, and they had to reposition the catheter multiple times over the last several days. Esp personnel provided the axillary disclaimer and had them verify there was no blood or discoloration in the helium tubing. Esp personnel also had them check all the helium tubing connections and verify there were no kinks. The customer attempted to fill the balloon using the iab fill key without success. Esp personnel explained that they should get a chest x-ray and notify the physician of the issue. If the balloon was in correct position, then the provider would need to make the decision of balloon exchange since the balloon would not fill. At a later time, esp personnel spoke with the customer again and it was reported that they had been able to get the balloon to fill after several tries. However, the patient was scheduled to go to the cath lab for catheter exchange later in the day. No patient harm or injury reported.

Event description:
N/a.